Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined possible causes as follows: 1.) The power cord was not connected or was detached, 2.) The lamp cover was detached or not fully closed and 3.) The fuse was blown.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was verified and isolated to failure of the safety mechanism switch.

Event description:
Olympus received a report that the device presented difficulty in turning on. There was no patient involvement, associated with the problem, reported to olympus.